Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. However, the insulin pump passed the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, and no delivery tests. No motor error alarm during testing noted and the motor passed motor test. The insulin pump had minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 181 mg/dl.